Manufacturer narrative:
A titan touch pump was received for evaluation. A separation near confined abrasion was noted on the inlet tube of the pump, at the pump/tubing junction. This was a site of leakage. Abrasion was noted on all pump tubing. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the inlet tube of the pump to be kinked onto itself for a period of time near the pump/tube junction. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the inlet tubing at this site. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to available information, this device was revised and replaced due to a tubing tear near the pump. No other adverse patient effects were reported.